Event description:
A biotronik representative was called into a clinic to check this patient's device after the clinic did not put a magnet over the device during a procedure, so the patient got shocked multiple times. The device was at eos when the rep checked the device. Went through an eos reset and device was taken out of eri. Current battery is now at 22%. Lead testing and device testing was all normal. Device remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eri. The ICD was implanted for almost 75 months and eight charging cycles were recorded to the device memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right atrial, right ventricular and left ventricular channels on (B)(6) 2017. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. Based on the morphology of the noise signals, it is reasonable to assume that the root cause was the procedure mentioned in the complaint description. At a next step the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in all three channels, which most likely resulted from the reported procedure. A thorough analysis of the ICD proved the device to be fully functional. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.